Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been experiencing high blood glucose levels for a week. The customer stated that they have changed five infusion sets since the last phone call of one week ago. The customer stated that the insulin pump does not dispense correctly. The customer's blood glucose at the time of the phone call was 252 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.